Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of 605 mg/dl. Customer reports to get high blood glucose when ever infusion set was changed. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor insulin pump and that infusion set would be replaced. No further information provided.